Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. When you say that the anchors were not fixed well, do you mean that the anchors (straps) were not deploying from the device as they normally do or were the anchors (straps) not adhering to the mesh and/or tissue?

Event description:
It was reported that the patient underwent an inguinal hernia repair on (B)(6) 2018 and the absorbable straps were used. During the procedure, the device did not work correctly. It was reported that the anchors were not fixed well. Another like device was used to complete the procedure. There was no patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Additional summary: the device was returned with no damage in the external components. The provided device was activated manually. 11 straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
When you say that the anchors were not fixed well, do you mean that the anchors (straps) were not deploying from the device as they normally do or were the anchors (straps) not adhering to the mesh and/or tissue? The device was blocked after the first shot. Later it worked again but the anchors that were deployed from the device were not able to adhere to the mesh.